Event description:
Blade shed metal flakes during procedure. Sales rep for smith+nephew on 02/24/2010 confirmed that they were unable to remove all the particulate from the patient. She also stated that the blade started to shed approximately 10 minutes into the case.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4)